Event description:
The device was removed due to a "malfunction". It was also reported that the "tubing from the reservoir was broken at the pump", was observed at the time of the event. As reported to us, the entire device was removed and replaced with a 3-piece inflatable penile prosthesis. 12/12/96-upon receipt of the physician/surgeons operative report, it stated, "operation: removal of all components of inflatable penile prosthesis. Replace all components with new inflatable 3-piece. Procedure: a corporotomy was made to extract the cylinders. It was noted at this point that the line going from pump to reservoir was partially fractured and this was the cause for his failure.